Manufacturer narrative:
Complaint no: (B)(4). (B)(6). A review of all batch record documents was performed for potentially associated lot number s14a28011 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice (hc) device. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.